Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a high glucose notification with beeping after running out of insulin, leading to elevated blood glucose recorded up to 320 mg/dl for over 90 minutes, after which supplies were changed and glucose began trending down; the user also announced a ¿greater than¿ meal in an attempt to correct the high and later dismissed the notification, which stopped the beeping. Symptoms included hyperglycemia without reported ketone testing, medical intervention, or adverse clinical effects. Outcomes included temporary elevation of blood glucose with user-reported recovery trend and no need for backup therapy or external assistance. Investigation included troubleshooting and user education regarding appropriate use of meal announcements and acknowledgment of high glucose alerts. Investigation of this case revealed that the high glucose resulted from an interruption in insulin availability and inappropriate use of a meal announcement as a correction. It was concluded that the device functioned as designed with appropriate alerting, and user factors contributed to the event.